Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test or verify off no power, spi to motor pic communication error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump alarmed a39, no power, and a constant tone after being exposed to water. The customer's blood glucose was 120 mg/dl at the time of the incident. The customer stated that they jumped into the water without realizing the pump was on and that water got into the pump. The customer stated that the pump was not inoperable. Troubleshooting was unable to resolve the issue and the customer was advised to revert to their backup plan. The insulin pump will be returned for analysis.